Manufacturer narrative:
(B) (4). The ge service rep adjusted the dose input and focused on the imaging chain. System operating as intended.

Event description:
The customer reported that the system displayed poor image quality. No patient injury was reported.